Manufacturer narrative:
Correction: the reported event that the pointer was showing deep was not duplicated. During visual inspection it was observed that the tip was bent, however, during functional inspection the device functioned as expected and passed all testing. Based on the reported event and the results of the device inspection it is likely that the c-arm caused or contributed to reported event.

Event description:
It was reported that during testing conducted at the user facility the large pointer was inaccurate by up to 3 mm left to right and 4 mm in depth while in use with a siemens c-arm. The c-arm was reported to have become de-calibrated, but the large pointer continued to show inaccuracy after re-calibration of the c-arm. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility the large pointer was inaccurate by up to 3 mm left to right and 4 mm in depth while in use with a siemens c-arm. The c-arm was reported to have become de-calibrated, but the large pointer continued to show inaccuracy after re-calibration of the c-arm. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.